Event description:
Covidien received information stating that an 840 ventilator experienced a touch screen blocked error while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the touch frame printed circuit board (pcb) or perform the 10.4 gui upgrade to resolve the issue. No further information is available. (B)(4).